Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, it was noted that the device delivered inappropriate shock therapy due to supraventricular tachycardia diagnosed as ventricular tachycardia. Programming changes were made. The patient was discharged.